Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3+. A mitraclip xt was inserted and deployed on the mitral valve, reducing mr to a grade of 1+ on an unknown day in (B)(6) 2024, the patient returned with recurring symptoms. A transesophageal echocardiogram (tee) was performed and revealed recurrent mr with a grade of 4+. A posterior leaflet tear or perforation was suspected. It as noted that the clip remained attached to both leaflets. On (B)(6) 2024, an additional mitraclip procedure was performed. Two mitraclip xt clips were deployed, reducing the mr to a grade of 2+. Imaging confirmed the perforation between the first and second implanted clips. To treat the perforation, an amplatzer occluder was implanted.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation cannot be determined. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.